Event description:
It was reported to vyaire medical that the the water trap on the avea ventilator was filled with water. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned.